Manufacturer narrative:
Device evaluated by MFR.: a promus elite ous mr 20 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 2mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 20 x 2.25mm promus elite mr drug-eluting stent was used; however, the proximal end of the stent was bent. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. A 20 x 2.25mm promus elite mr drug-eluting stent was used, however; the proximal end of the stent was bent. The procedure was completed with a different device. No patient complications were reported and patient status was stable.